Event description:
It was reported to medtronic minimed that the customer alleges the pump is over-delivering due to the unexplained low blood glucose. The customer reported a blood glucose value of 20 mg/dl. The customer experienced hypoglycemia, was treated with emergency medical services dispatch, IV drip of glucose, and left the scene. The event involved product(s) mmt-326a, mmt-1880l, and mmt-399a. Troubleshooting was performed for the general documentation. Troubleshooting was performed for the low blood glucose. The customer was using the pump within 48 hours at the time of the event, and the auto mode feature was not active at the time of the event. No further patient complications were reported. Mmt-326a return requested. The customer agreed to return the device. The customer will discontinue using the device. Mmt-1880l return requested, and the customer agreed to return the device. Mmt-399a return requested, and the customer agreed to return the device.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
The pump passed the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test, and the dat at 0.0873 inches. Delivery anomaly-possible over delivery not confirmed. The following were noted during visual inspection: minor scratched display window, scratched case, cracked battery tube threads, cracked case at corner of the belt clip rail, stained serial number label, pillowing keypad overlay, cracked keypad overlay at the select button and stained keypad overlay. Test p-cap and reservoir locked properly into reservoir compartment during testing. History download was successful using thump and carelink upload was successful. The pump was received with a depleted eveready gold alkaline battery installed. No damage noted on the battery cap. On the event date of 29-apr-2025 of the dailytotalcollectionstarttime, the dailytotalofbasalinsulindelivered = 126000 (12.6 u) and dailytotalofbolusinsulindelivered = 0 (0 u) which is equal to the dailytotalofallinsulindelivered =126000 (12.6 u) (primary svn (B)(4)). Perform the history review 1 week prior to the event date 29-apr-2025, there were no unexpected pump error(s)/alarm(s) noted in the pump history file (primary svn (B)(4)). On the event date of 30-apr-2025 of the dailytotalcollectionstarttime, the dailytotalofbasalinsulindelivered = 125500 (12.55 u) and dailytotalofbolusinsulindelivered = 55000 (5.5 u) which is equal to the dailytotalofallinsulindelivered = 180500 (18.05 u) (on a related svn (B)(4)). Perform the history review 1 week prior to the event date 30-apr-2025, there were no unexpected pump error(s)/alarm(s) noted in the pump history file (on a related svn (B)(4)). On the event date of 20-apr-2025 of the dailytotalcollectionstarttime, the dailytotalofbasalinsulindelivered = 120500 (12.05 u) and dailytotalofbolusinsulindelivered = 50000 (5 u) which is equal to the dailytotalofallinsulindelivered = 170500 (17.05 u) (on a related svn (B)(4)). Perform the history review 1 week prior to the event date 20-apr-2025, there were no unexpected pump error(s)/alarm(s) noted in the pump history file (on a related svn (B)(4)). Pump was cut open to perform visual inspection and found no evidence of physical or moisture damage on the pcba1, pcba2, force sensor, motor and vibrator assembly noted. Force sensor zero offset within specification (23.1 mv). The pump passed the functional testing. Unable to confirm alleged low bgs. Delivery anomaly-possible over delivery not confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.